Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device detected a transient condition on the voltage regulated supply established for both analog and digital circuits. The condition detected was a drop below a minimum level, which resulted in a reset pulse sent to the microprocessor to begin a power on reset.

Event description:
The device was returned to the manufacturer after being explanted due to a system upgrade to biventricular therapy. The device subsequently tested out of specification. No pateint complications have been reported as a result of this event.